Manufacturer narrative:
According to the practitioner, the implant didn't take and failed to integrate. The implant has been placed in 35 position on (B)(6) 2016, and removed on (B)(6) 2016, the day of the second step of the surgery. The practitioner reported that the patient has a peri-implantitis.

Event description:
Implant fails to osseointegrate.